Manufacturer narrative:
Device location not presently known.

Event description:
On (B)(6) 2015, the patient received a carbomedics reduced aortic valve r5-021, sn # (B)(4) as part of the native aortic valve replacement, on (B)(6) 2018, the patient was operated again to have the device explanted and replaced with another carbomedics reduced aortic valve r5-021 ((B)(4)).

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not returned to the manufacturer, further investigation was not possible. Several attempts have been made to contact the site and gather additional information on the event. Despite the follow-ups, the site did not provide any feedback on the event. Based on the information available to date, it is not possible to establish the root cause of the explant of the device. The case will be re-assessed if new information is received. Device location not presently known.

Event description:
On (B)(6) 2015, the patient received a carbomedics reduced aortic valve r5-021, sn # (B)(4) as part of the native aortic valve replacement, on (B)(6) 2018, the patient was operated again to have the device explanted and replaced with another carbomedics reduced aortic valve r5-021 (B)(4). No other information was provided up to this date.